Manufacturer narrative:
No files attached.

Event description:
After 16 hour spinal case, the patient was removed and had "obvious" pressure ulcers, including broken skin and secretions. The 5996 advance control pads were used. The tubing and air compressor was not used. The patient was positioned by the surgeon prior to starting the case. (B)(6) described the patient as "mid-40's, fit, male, professional fisherman".

Manufacturer narrative:
The visco-elastic properties of the pads will help to reduce pressure issues; however, this feature will not eliminate them altogether. Proper positioning and regular monitoring of the patient are needed to ensure pressure issues and nerve damage are minimized. In addition, the length of the case at 16 hours was likely a contributing factor to the pressure ulcers experienced by the patient. The aorn "recommended practices for positioning a patient in the perioperative setting" emphasizes the importance of adequate padding, assessment, and monitoring for patient safety. The owner's manual also cautions users about assessment and monitoring of the patient's positioning. A follow-up in-service was offered to help address any further concerns or questions around patient positioning. Device not returned.